Manufacturer narrative:
The reported complaint cannot be confirmed. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be completed.

Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: during set up for a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019 it was stated that the team had an incident with their six inch roller pump on the heart lung machine (hlm) that caused a 20 minute delay in the surgical procedure. The information available was that the user had a service pump alarm message on their cardioplegia pump. The calculated flow was still accurate and the control was able to be performed by the central control monitor (ccm). The team did not exchange the pump and decided to use it for the case. Additionally, the unit was used throughout the procedure without issue and the service individual did exchange it with another roller pump after another occurrence on (B)(6) 2020. There was no harm or blood loss due to this issue.

Manufacturer narrative:
Per the manufacturer's subsidiary, service was performed on january 23, where the pump had a service message but was working and could be controlled by the central control monitor (ccm). The interface cable of the roller pump was loose so it was secured and then the alarm message cleared. The interface cable was also exchanged from another pump and the alarm message did not reoccur.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'service pump' alarm message. As a result, the pump was changed from the cardioplegia (cpg) position to the sucker position. The surgical procedure was completed successfully. There was a 20 minute delay, no blood loss, nor adverse consequences to the patient.